Event description:
It was reported that the patient had been in the hospital for three months (september to november) because she had fractured her pelvis after having fallen. It was stated that while the patient was in the hospital she had been feeling a sensation. It was noted that when the patient got out of the hospital, a manufacturer representative found that the patient¿s stimulation was on. It was stated that the patient¿s fall had caused her implantable neurostimulator (ins) to turn on.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).